Event description:
It was reported to boston scientific corporation that an advantage fit system was implanted on (B)(6), 2009. According to the complainant, post-procedure, the patient experienced vaginal erosion, recurrent urinary tract and bladder infections, mesh erosion, bladder perforations, incontinence, abdominal and pelvic pain. All other information is unknown and unavailable.